Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator esg-400, displayed an e433 error message. The issue occurred during set up or inspection for use (before patient in room). There was no patient involvement.